Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2003; 693565 lead, implanted: (B)(6) 2013.

Event description:
It was reported that during a device follow up, it was determined that the left ventricular (lv) lead was not capturing and had dislodged mostly into the right atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.